Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The manufacturer's product support engineer (pse) performed troubleshooting and confirmed the reported issue. No parts were replaced. The product support informed the customer that he will need to use the highest number on the chart. This is a check vent alarm message only. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the barometric pressure is 771. There was no patient involvement at the time the issue was discovered.